Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08720 inches. Insulin pump received with cracked case at display window corners and reservoir tube lip. Insulin pump received with broken off piece at the battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and blood glucose was unknown. The insulin pump will not be returned for analysis.